Event description:
Additional information was received. It was reported that there had been a failure to aspirate the patient's catheter. It was also noted that the pump had gone into safe state. Eighteen days later, it was reported that an explant of the patient's pump and catheter had been performed. It was stated that the device didn't work. There was no patient injury related to the event.

Manufacturer narrative:
(B)(4). Final analysis of the pump found shorting across an insulator and residue throughout the gear-train. During analysis, the technician did a high impedance test and noted an anomaly on the m2 feed-thru. After removing the inner cover, the technician found significant residue, corrosion, and bridging across the insulation of the m2 feed-thru. The technician also found significant residue in the pinion and on the upper shaft of gear 2. These may have been the cause of the anomalies seen in the pump logs. Final analysis of the catheter found no significant anomalies, though it had been returned in segments.

Event description:
It was reported that about two months ago a motor stall had occurred. No motor stall recovery was recorded, and a tube set message was displayed two days following the motor stall. The pump logs showed "reset occurred, low battery." The patient was feeling fine as of the date of this report, but she had "problems" on the day of the motor stall. A volume discrepancy was noted and the actual residual volume (12 ml) was greater than the expected residual volume (7.3 ml). The medications used within the system were fentanyl and clonidine. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Product ID 8709, lot # j10831r25, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
Through further investigation it was determined the previously analysis findings in regards to a motor gear train anomaly, specifically corrosion and/or lubrication and/or wear no longer applies. A motor feed thru anomaly, specifically shorting across the insulator remains the root cause.

Manufacturer narrative:
A correction was made to report a recall associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.